Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had twiddled their device. The all three leads were pulled back. The ra and rv lead were repositioned and the lv lead was removed. Existing lv lead left in place and used as a target. The device was sutured in pocket. Patient tolerated procedure well. There were no complications.

Event description:
New information received indicated that patient presented to clinic on (B)(6) 2018 for follow-up visit. X-ray was performed revealing lead dislodgement. Both the ra and lv leads were dislodged due to twiddler¿s syndrome, and the rv lead was pulled back but still attached to the heart. The leads were explanted and patient was implanted with a competitor device. Patient was stable, and there were no patient complications post procedure.